Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the catheter was explanted on (B)(6) 2013. The device contained compounded fentanyl, compounded neurontin and compounded baclofen.

Event description:
It was reported that there was a possible catheter problem. The catheter was being removed. Additional information has been requested, but it was not available as of the date of this report.

Event description:
It was later reported that there were no withdrawal symptoms. The patient was treated with oral antibiotics even though the culture came back negative. A new pump will be placed on (B)(6).

Manufacturer narrative:
Product ID 8709, lot# l78001, implanted: 2000-(B)(6), product type catheter.